Event description:
Additional information was received which indicated the annulus had a perimeter of 96.2 millimeters (mm). The valve was implanted on the fifth attempt. The first deployment to 80% the depth on the non-coronary cusp (ncc) was 0/-1 mm. Recapture occurred. With the next two attempts, the valve was too deep. On the fourth attempt, the valve migrated into ascending aorta. The physician did not perceive issue with the delivery catheter system (dcs) itself. Surgical intervention did not occur due to a high international normalized ratio (inr).

Manufacturer narrative:
Updated data: b5, h6 (method code - dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a specimen jar filled with clear unknown solution. All leaflets were flexible and intact; no tears or damages were observed. Minimal amounts of pannus were present on the margin of attachment of leaflets 2 and 3. All commissures were intact. All leaflets were in the closed position. The c paddle appeared bent. Remnants of tan host material were found on the outflow crown. A tear was noted on one of the cells of the valve skirt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method; eval code result; and eval code conclusion. Conclusion: the device history record (DHR) was reviewed for the medtronic valve and showed this product met all manufacturing speci fications for product released for distribution. No issues were identified that would have impacted this event. A DHR on the delivery catheter system (dcs) was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Procedural images were submitted to medtronic for review which consisted of a pre-implant and a post-implant computed tomography (CT) scan and echocardiogram images. Review of the images noted the implant depth appeared deep. Images confirmed the reported aortic dissection, paravalvular leak (pvl), and the large native annulus. There were no images provided of the reported recaptures. A medical safety assessment was also performed. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Per the device IFU, it states, ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ in this case, the valve was recaptured four times and implanted on the fifth deployment attempt. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, or the presence of pre-existing patient conditions. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, and/or a number of others. In this case, the pvl was likely due to valve migration. Upon medical safety assessment review, the secondary event of moderate-severe pvl was assessed as likely due to valve migration (noted at day 25 post-implant) into the left ventricular outflow tract (lvot) and mitral valve leaflet infringement. Based on the reported information and image review, the patient anatomy could be a contributing factor to the event due to a large annulus. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the device instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. The dcs was used to recapture the valve four times prior to implant on the fifth deployment attempt, in a patient with a very large annulus. Upon medical safety assessment review, the primary event of aortic dissection (type a) near the aortic annulus was not present after the index procedure, but identified 25 days post-procedure and confirmed by image review. The dissection was assessed as likely related to the valve when it was identified that the valve had migrated into the lvot. Based on the image review, medical safety assessment, and device analysis, an assignable root cause could not be determined at this time. In this case, it was reported it was unknown whether the dcs contributed to the dissection. Mitral valve interaction/regurgitation can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself. In this case, it was reported that the event could be due to patient anatomy (large annulus). The root cause could not be determined with the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned and the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, a pre-dilation with a 28 mm non-medtronic balloon (z-med) was performed. The 18 french (fr) delivery catheter system (dcs) was inserted via right femoral access through a 22 fr non-medtronic sheath (gore) and over a non-medtronic wire (safari s wire). Multiple attempts to deploy the valve were required. The valve was either too shallow or too deep on partial deployment attempts. The valve was eventually implanted at 7 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc) using the cusp overlap technique. The results included trace paravalvular leak (pvl) with no central regurgitation, a mean gradient of 5 millimeters of mercury (mmhg) and no vascular complications. The implanters were pleased with the results and no post-implant dilation was required. The patient presented with shortness of breath. Routine follow-up echocardiogram showed moderate to severe aortic insufficiency (ai). There appeared to be a flap on echocardiogram. Computed tomography (CT) confirmed a type a dissection near the annulus. Surgical intervention was scheduled. No additional adverse patient effects were reported. Additional information was received which indicated the annulus had a perimeter of 96.2 millimeters (mm). The valve was implanted on the fifth attempt. The first deployment to 80% the depth on the non-coronary cusp (ncc) was 0/-1 mm. Recapture occurred. With the next two attempts, the valve was too deep. On the fourth attempt, the valve migrated into ascending aorta. The physician did not perceive issue with the delivery catheter system (dcs) itself. Surgical intervention did not occur due to a high international normalized ratio (inr). Additional information was received that the moderate-severe ai was pvl. It was unknown when the dissection occurred as it was not noted on the post-op echocardiogram. The dissection and moderate-severe pvl were first observed on an echocardiogram twenty-five days post-implant, which the physician attributed to the valve migrating into the left ventricular outflow tract (lvot). CT imaging was performed two days later. The dissection traveled from the sinotubular junction (stj) down to both coronary arteries and was described to be almost circumferential in shape three-fourths of the way around the root. It was reported that during the procedure, the physician observed that the valve leaflets were coapting at the level of the annulus and the base of the frame was infringing on the mitral leaflets. Patient anatomy was a contributing factor to the event due to a large annulus. It was unknown whether the dcs contributed to the dissection. Surgical intervention was performed six weeks post-implant which included a bentall procedure, dacron graft placement, replacement of the ascending aorta and explant of the transcatheter valve. It was reported that the patient was discharged from the hospital and recovering well.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: evolutfx-34; product ID: d-evolutfx-34 serial/lot [] use by date [] UDI []. Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34; product type: 0195-heart valves; lot number: [] product ID 22 fr sheath gore; product type: insertion sheath; lot number: [] product ID 28 mm balloon aortic valvuloplasty (bav) balloon; z-med; lot number: [] product ID safari guidewire; guidewire; boston scientific; lot number: [] h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, a pre-dilation with a 28 mm non-medtronic balloon (z-med) was performed. The 18 french (fr) delivery catheter system (dcs) was inserted via right femoral access through a 22 fr non-medtronic sheath (gore) and over a non-medtronic wire (safari s wire). Multiple attempts to deploy the valve were required. The valve was either too shallow or too deep on partial deployment attempts. The valve was eventually implanted at 7 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc) using the cusp overlap technique. The results included trace paravalvular leak (pvl) with no central regurgitation, a mean gradient of 5 millimeters of mercury (mmhg) and no vascular complications. The implanters were pleased with the results and no post-implant dilation was required. The patient presented with shortness of breath. Routine follow-up echocardiogram showed moderate to severe aortic insufficiency (ai). There appeared to be a flap on echocardiogram. Computed tomography (CT) confirmed a type a dissection near the annulus. Surgical intervention was scheduled. No additional adverse patient effects were reported.